Event description:
Boston scientific received information that the patient with this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) experienced an infection. Increased thresholds measurements and pacing impedance measurements below 200 ohms were reported. Additionally shock impedance measurements were reported below 20 ohms. The crt-d and rv lead remain implanted and in service and the local area field representative reported the physician has elected to continue monitoring the situation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.